Event description:
Customer reports strips vial is missing lot number. Rptr reports use by date as 2007. Sap provided use by date as 2005. No adverse event reported. Rptr states vial is empty, a replacement was sent.